Event description:
It was reported the patient had his spectra penile prosthesis replaced with an inflatable penile prosthesis due to "other" non-specified reasons. No patient complications were reported in relation to this event.